Event description:
Philips received a complaint that during routine maintenance and inspection of the suresigns vm6 patient monitor, it was found that the speaker could not be turned on. No adverse event involving a patient or user was reported.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. Reporting institution phone # (B)(6). Reporting phone # (B)(6).

Manufacturer narrative:
A philips quality affairs personnel confirmed that the customer device was being repaired by a third-party company. Additional attempts were made to obtain the device evaluation and repair, but no additional information could be provided.  Based on the information available and the testing conducted, the cause of the reported problem was not confirmed. The reported problem was not confirmed.  No further information was provided. A supplemental report will be submitted if new information is obtained.